Event description:
It was reported that, during surgery on (B)(6) 2023, device was skipping on a patient. There was a patient involved and there was a 15-minute delay in the procedure. An additional graft was harvested, and another device was used to complete the procedure. Due diligence information complete.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Associated report: 0001526350-2024-00162. This medwatch is being filed to relay additional information. The following sections were updated/corrected: b1, b3, b5, d4, d9, g3, h1, h2, h3, h4, h6, h10. Review of the most recent repair record determined the rpms were out of specification on the low end which may have contributed to the reported issue. The motor, swivel, needle bearing, spring seal, hinge throttle, gasket, poppet, and spring were replaced. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that, during surgery on an unknown date, device was skipping on a patient. There was a patient involved but no harm or impact reported. Due diligence information in process. No additional information available at this time.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.